Event description:
It was reported that the patient received two shocks. The first shock was normal, the second shock showed low hv impedance and a possible output circuit damage message. The lead was capped. Fluoroscopy showed a kink in the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.